Manufacturer narrative:
This device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Manufacturer narrative:
Information suggest this product remains in-service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached end of life (eol) over one month ago. The battery was reported to be 2.56v, with charge times of 19.3 seconds. The patient did received a recent shock with charge times of 19.5 seconds and the last capacitor reformation had charge times of 30 seconds. In addition, it was reported that the patient was scheduled to have the system explanted for a possible infection.